Event description:
The patient reportedly had their spasticity somewhat controlled every other day. Since last year, the patient had trouble with their bladder. They were at the point where the bladder was so weak that they had to self-catheterize for the rest of their life. They indicated that their bladder had shut down. They stated there was not a prostate or bladder issue other than ¿it was just not working¿. Since last summer, the patient had been having bowel issues as well. The patient had small amount of bowel movements. They had no good bowel movements, noting they only had them a couple of times a week. They wanted to go daily. The patient had been taking miralax but that caused a lot of gas. The patient¿s psychiatrist alluded to the baclofen being the cause of the patient¿s bowel issue. The medication infused was lioresal.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).